Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) experienced an inappropriate mode switch and that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The patient will have another follow up appointment for reprogramming. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to mode switch. If information is provided in the future, a supplemental report will be issued.